Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was explanted. Additional information received that the patient had recent history of throat cancer and had a previous of couple muscle grafts done in an outlying hospital. It was unclear when the procedure was done. Patient then presented to the hospital with a pinprick like sensation at the pacer product size and was found out that the defibrillator header and leads were exposed. The patient was treated with antibiotics and the entire system was then explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.